Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system was completely dead and not turned on. The customer stated that they attempted to unplug and plugged back in and tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 drawer controller board was faulty. A field service engineer found drawer controller board was faulty, then replaced drawer controller board to resolve the issue. Fse checked the row board cable and cleaned debris underneath the cubies. The system functioned as intended after the field service engineer repaired the device.